Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, stripes in image and the fiber bonding in the outer tube area at the distal end was damaged. A root cause could not be identified. Based on the investigation results, it is likely that the malfunction: the video cable was broken, which caused stripes in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope exhibited image issues during inspection for use. There was no patient involvement.